Event description:
Rptr indicated a recently implanted vns pt developed "vocal cord issues" and was referred to an ent specialist for eval. The vns has not been activated yet. After the vns implant surgery, the pt experienced hoarseness, faint speech, coughing and difficulty swallowing. Attempts for further info are in progress.